Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited over sensing and high pacing thresholds. The lead was capped and replaced.